Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 337 mg/dl. The customer's mother stated that her son woke up to a button error. The mother stated that there were some black discoloration that looks like the casing may be been scorched. The customer stated that he was using energizer alkaline batteries. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to moisture damage on the keypad traces noted. No unexpected button error alarms noted. The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker noted.